Event description:
It was learned through implant patient registry and later through medical records that a 25mm 7300tfx mitral valve was explanted after an implant duration of 3 years, 5 months due to chronic laminar thrombus, pannus, stenosis and regurgitation. The patient presented with shortness of breath. The explanted device was replaced with a 27mm 11400m mitral valve. The patient was stable and transferred on to ICU post procedure. The patient was discharged on pod #6. Per medical records, the patient underwent a redo mvr, removal of left atrial mass, left sided maze procedure, right femoral venous cannulation, left femoral arterial sheath placement, placement of intra-aortic balloon pump and sternal plating x3. Preoperative tee showed severe mitral valve stenosis. The mitral bioprosthesis was severely diseased due to chronic laminar thrombus and pannus. A 27mm 11400m valve was put into position and appeared very well seated. The patient tolerated the procedure without complication and was transported to the cticu in stable condition.

Event description:
It was learned through implant patient registry that a 25mm 7300tfx mitral valve was explanted after an implant duration of 3 years, 5 months due to unknown reason. The explanted device was replaced with a 27mm 11400m mitral valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device.. The root cause of this event was determined to be pannus overgrowth or host tissue which is considered not a malfunction of the device. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.